Event description:
The account alleged the brake was not holding. No pt impact.

Manufacturer narrative:
The account found the brake end rod out of adjustment. The account adjusted the brakes to resolve the issue.